Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) channel. The device was reprogrammed to resolve the event. The patient was in stable condition.